Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 30mm mitral ring, implanted for two (2) months, was explanted due to pannus leading to regurgitation. The explanted device was replaced with a 30mm ring. Patient was discharged home on pod #15. Per medical records, this case involved a (B)(6) male with history of regurgitation, afib, chf, and cad. He presented with mitral regurgitation and afib. The sutures to the previously closed cleft of the anterior leaflet seemed to have tore through. There was defect in the closure of the triangular resection in the p2 area. The mitral ring was explanted and replaced with another ring which seated well. Patient was weaned from cpb. Echo revealed well functioning mitral valve with no leakage, no sam with a mean gradient of 3. It was noted that patient was discharged home on pod #15.